Event description:
It was reported there was a shocking or jolting sensation in the stimulator pocket. The patient was going to have a revision the next monday, but it was unknown why a revision was scheduled. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3778-60, lot #v723140016, lead model 3778-60, lot #v769254003, programmer model 37743, serial # (B)(4), recharger model 37752, serial # (B)(4).